Event description:
Long standing history of back pain refractory conservative care and had undergone multiple procedures. Fracture of hardware, and what appeared to be impending pseudoarthrosis posterior fusion attempted. Unfortunately, failed to heal. Admission for revision procedure to include removal of broken hardware, removal of pseudoarthrosis, exploration of fusion mass and revision fusion with instrumentation. It was found that the plate screws had all been locked into place. Appropriately with only one screw backing out (bottom left-handside). Those superiorly had broken, the one inferiorly had held, and one inferiorly had backed out somewhat.